Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and the stimulator electronics that is typical for severe external impact to the housing. Despite requested several times, no information has been received regarding the reason for explantation or experienced symptoms. This is a combined initial and final report.

Event description:
The explanted device was received with no additional information. Despite several times requested, no information has been received regarding the explantation reasons or experienced symptoms.